Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# nlh125216n section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6). H3:analysis of the m995402a001 battery (serial number (B)(6)) revealed that complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported the battery in the controller went out last night when pt was charging the ins.pt fell asleep and the screen was blank on the controller when he woke up. The controller had been charged to 100% when he started charge. Pt plugged the controller into ac power and it still was not coming on at 6am. Pt left it plugged it in and he called the local rep. And rep instructed the reset of the li battery pt had not been getting stimulation and he was miserable without it. Pt put aa batteries in the controller and the controller powered up and he was able to turn stim back on. Pt removed the li battery and connected the controller to ac power. Pt stated the controller powered up. Pt put the li battery in and stated the controller shut down and was unresponsive again. Pt removed the li battery and verified the pins on the li battery pack appear intact. Pt stated that one of the pins in the controller battery compartment appears to be loose. The issue was not resolved. It was reported that the new controller did not resolve his issue. Pss reviewed call and stated the remote was ordered as the pins were bent. No symptoms were reported.